Event description:
It was reported that customer experienced repeated cgm error 42 on pump, with same error occurring three or more times and previously reported under other incidents. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, cts arranged replacement pump, confirmed shipping address, instructed customer to place current pump in storage mode before returning it, and advised that customer would need to reprogram pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.